Event description:
Major pump unit(s) involved: drive unit failure;tear in driveline near the metal connector.specific component(s) involved: tear in driveline.intervention : technician from thoratec repaired the torn driveline and repair if the clam shell.type: lvad.

Event description:
Major pump unit(s) involved: drive unit failure specific component(s) involved: other component malfunction, specify.